Event description:
Foley catheter balloon would not deflate. Port was cut, balloon still would not deflate. Filter straw attached to syringe required to remove fluid from balloon so catheter could be safely removed.